Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) rec'd his scs system, including an ipg and percutaneous lead, on (B)(6) 2010. It was reported that he needed to charge after two days, and charging his ipg takes 2.5 hours. Based on the pt's parameters, it was estimated that the ipg battery should last approx 7.7 days between charges, and the ipg should take up to six hours to fully charge from the "stim off" state. No further information is available at this time.